Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was installed on the test system and powered up. The error 23027 was confirmed via error logs. The mtm passed the sine cycle and test drive with no issue. The mtm also passed testing with the matlab software.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, there were repeating recoverable faults 23027. The technical support engineer (tse) confirmed the error pointing to a defective right master tool manipulator (mtm)2. The tse requested to restart the system, but the error kept returning. The tse advised to disconnect the surgeon side console (ssc) to avoid interruptions, but the customer decided to just not use the affected ssc but kept it connected. The tse explained if the problems keep on returning the only solution will be to remove the ssc from the system. The procedure was completed as planned with no reported injury.